Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letterdated june 28, 2019.

Event description:
The clinician reports that the implant was inserted (B)(6) 2018 in ada site #4. Details of surgery: primary stability not achieved and implant surface not completely covered w/bone. On (B)(6) 2019, non- osseointegration of the implant was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.